Event description:
The orbit galaxy coil (640cr0830/15662834) was unsmooth when deploying the coil in aneurysm. No patient or vessel code information provided.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Review of DHR for lot 15662834 revealed no anomalies that could be related to the complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.